Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open when locked and clip open during efaa were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿the image provided aligns with the reported events that the post deployment clip arm angle was ~45°-60°; based on the incident details, it is assumed that the clip was ultimately deployed (mechanical separation from delivery catheter) at the opened angle. While this angle is an estimation based on visual assessment with the naked eye and is not confirmed, it is apparent that the fully deployed clip is opened beyond the fully closed position (~10°) per the IFU. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made solely based cine.¿

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended clip movement. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), mitral annular calcification, and a barlow-like leaflet. During a mitraclip procedure, the second clip was an xtw and placed medially on the leaflets. During lock line removal the clip opened while locked. The clip opened again during second establishing final arm angle (efaa) of the procedure. The clip was re-closed, but continuously opened. The efaa failure was from a neutral position. The arm positioner was closed before starting the deployment process. Both instances, the clip was less than 20 degrees before opening, and approximately 60 degrees after opening. The clip was implanted and the mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. There were no adverse patient effects or clinically significant delay. No additional information was provided.